Event description:
The pt was reportedly experiencing poor performance and sound quality issues. The pt was implanted in the contralateral ear with another advanced bionics cochlear device. Surgery will be scheduled to explant the pt's current device.